Manufacturer narrative:
The investigation of the returned product was completed by the failure analysis lab on 03/06/2019. Device evaluation summary: it was reported that a 60-year-old caucasian female underwent primary breast augmentation with a mentor smooth round moderate profile 475cc saline prosthesis and experienced right sided deflation post procedure. Upon receipt by mentor the device was received without fluid. Yellow material was observed within the device. During evaluation a rent measuring approximately 0.1 cm was observed within a crease on the posterior aspect. No other anomalies were observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The mentor product analysis lab concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rent within a crease was found on the device. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or over-inflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. There is no evidence that the issue is related with manufacturing. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 2/13/2019 mentor became aware that the incorrect device history record statement was submitted with the initial report on this same date. See the correct statement below: since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 475cc saline prosthesis, catalog #3501680, serial (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent primary breast augmentation with a mentor smooth round moderate profile 475cc saline prosthesis and experienced right sided deflation post procedure. As a result, bilateral explantation was performed on (B)(6) 2019. The patient has fully recovered with no residual effects.